Event description:
Further follow up revealed that device diagnostic testing during the first six months of implant life was within normal limits, indicating proper device function during that time. It was reported that during the lead replacement surgery, extensive fibrosis at the electrode site was noted. Additionally, it was reported that upon explant, the lead in question was "completely knotted and twisted up", indicating that the pt had manipulated the device through the skin. It is not known whether the lead electordes were also explanted or were left in place on the nerve. Ananlysis of the portion of the lead assembly that was returned showed evidence of a stress-induced fracture. The appearance of a second coil break identified at 1cm prior to the end of the positive coil si characteristic of a stress-inducted fracture in a rotational or twisting motion. The lead break was the cause of the high impedance. The cause of the lead break is unknown; however, it was likely due to twisting of the lead while it was implanted.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Neurologist indicated that the pt has the behavior type to be a twiddler. The pt is scheduled for exploratory surgery. Lead break is suspected. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. X-rays reviewed by manufacturer were inconclusive in determining the presence of gross fracture or discontinuity, however, the strain relief loop was no adequate and no tie-downs were seen. Severe twisting of the lead was identified near the generator, which could be from pt twiddling the device through the skin.